Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated that the instrument could pass verification. A rivet holding one of the spring clamps in place fell out causing one of the two clamps to be non-functional. The tracker is still functional, but is only held in place by one of the two clamps.

Manufacturer narrative:
Lot number, UDI not available on the date of filing. Initial reporter name not available on the date of filing. Manufacture date not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the grey navigated frame component clamping mechanism was broken. The instrument damage was found in sterile processing. There was no patient present.